Event description:
The customer reported to olympus, the high flow insufflation unit failed to display the flow rate (l/min). The event occurred during maintenance inspection while testing the air supply. There were no delays. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the insufflation unit failed to display the flow rate (l/min). The event occurred during maintenance inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of front panel. Olympus will continue to monitor field performance for this device.